Manufacturer narrative:
The field service engineer (fse) evaluated the unit and confirmed the error in the diagnostic log. The fse upgraded the software to 2.30 address the reported problem.

Manufacturer narrative:
Updated.

Manufacturer narrative:
Patient information was requested but no response received. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with backup alarm failed error. The customer reported that the unit was in use on patient, but there was no patient harm reported.